Manufacturer narrative:
(B)(4). Catalog number 062943-001is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, patient in (B)(6) experienced vomiting and abdominal pain. The patient was hospitalized for control and follow up. On (B)(6) 2016 endoscopy was performed and infection was detected on first part of duodenum. On (B)(6) 2016 the patient experienced constipation and was hospitalized on (B)(6) 2016. On (B)(6) 2016, report indicated patient had an endoscopy and was diagnosed to have ulcer. Duodopa treatment was discontinued on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Additional information added to describe event or problem. A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On 18-aug-2016 additional information received. The peg/j tube was removed, infection on first part of duodenum was resolved in (B)(6) 2016 and ulcer was resolved in (B)(6) 2016. The patient was discharged from hospital in (B)(6) 2016.